Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: a review of the pump black box data revealed an unexplained pump reboot occurred immediately following a user suspended pump warning. During a visual inspection of the pump, the battery compartment was found to be cracked from the thread area to the case seal and below the grip pad. The battery compartment threads were damaged. There was no evidence of moisture contamination inside the battery compartment. The returned battery cap did not secure properly to the pump. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of an intermittent power issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored.